Event description:
It was reported that during a popliteal angioplasty treatment procedure, the guidewire tip sheared off in the pt. The physician used a snare device to retrieve the tip and then aborted the procedure. It was reported that there were no injuries or complications for the patient. Pt status is reported as "no harm." Add'l info has been requested regarding this event.